Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7056687, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during the trial period the patient was experiencing pain on the right knee and right foot. The physician pulled the right lead which improved the patients pain. It was noted that the physician does not believe that the pain was device nor procedure related.